Event description:
It was reported to the manufacturer in 2008, that the pt passed away in 2007, while on the ventilator. The reported details are as follows: the respiratory therapist (rt) was in the home two days prior, where it was reported the pt "was a bit warm" and "had been tired, yet again". The pt's mother instructed the rt to plug in the back-up ventilator that was in the closet. Two days later, the pt's mother called and stated that the pt had passed away. When the rt asked what happened, the rt was told that she passed away in her sleep. There were allegations of ventilator malfunction causing pt harm. The inop alarm was not activated.